Event description:
A resident claimed she was pinched in the bed when the bed, the lower portion / half raised by itself. Facility is requesting a company rep do a service call, they want to be re-assured everything is working correctly. Manufacturer sending in sales rep to do said in -service. Rep did do a facility visit and in-service his findings are as follows: checked entire bed - everything was working perfectly, checked to make sure all clips were clipped properly to hold frame in - they were all perfect, checked motors to make sure they were operational - all were, checked staff control - worked perfect, ran bed up and down multiple times - bed functions as intended.